Event description:
It has been reported to philips that the allura system did not boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The neurovascular procedure was delayed, and the procedure was completed without the injector. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse identified issue with host pc. The fse assisting the customer for replacement of host pc. After replacement of host pc system booted normally. Upon reinstallation of cover customer accidentally tripped f5 which result injector not turning on, so fse flipped f5 and restarted the injector. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.